Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected pump error 25 alarm noted during testing and or in the history file. Unit had minor scratched display window, scratched case, detached retainer ring, missing reservoir tube o-ring and pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 25. Customer's blood glucose levels were unknown. Insulin pump would be replaced.